Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that patient had total hip in 8 years ago. Abductor repair performed approximately 3 months ago. Infection started shortly after abductor repair. Implants removed and replaced with prostalac hip component the abductor repair is captured on (B)(4). Doi: (B)(6) 2013, dor: (B)(6) 2021, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.